Manufacturer narrative:
Age at time of event: 18 years and older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. There were stent struts at the distal end of the stent that were stretched distally. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink at 2.4cm distal to the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2016. It was reported that crossing difficulties were encountered and shaft kink occurred. The target lesion was located in a coronary artery. A 3.00 x 20 synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and a kink was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.